Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump history was missing data and undefined alarms occurred. Customer's blood glucose elevated (no value was provided). Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
Based on the device investigation analysis, the alleged pump history issue was verified; however, the alleged unidentified alarms could not be verified.